Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen flow. The patient¿s respiratory rate increased to 40-60 times and the blood oxygen saturation decreased. Oxygen flush was attempted and the low oxygen flow alarm sounded. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low oxygen flow. The patient¿s respiratory rate increased to 40-60 times and the blood oxygen saturation decreased. Oxygen flush was attempted and the low oxygen flow alarm sounded. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.